Manufacturer narrative:
The date of this submission is 20-jul-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 15-jun-2017 from a consumer (age and gender unspecified) reporting on self from united states of america. On an unspecified date, the consumer started using listerine healthy white mint floss, dentally for general flossing (lot number 2115d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, the metal cutter broke off completely from the plastic insert or lid inside the container during use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 10-jul-2017. On 23-jun-2017, one listerine whitening floss 30yd was received as field sample which was opened and used. On 29-jun-2017, the field sample was visually examined according to product specification and test method by appearance. Also, the sample was compared against the visual standard of the product. The lot number 2115d was identified. The sample does not meet specifications due to the sample was received with broken plastic insert and the cutter was missed. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Product met specification as documented in the records and retain sample reviewed. In addition, based on the field sample results, there was evidence that a device malfunction occurred. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 29-jun-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a consumer (age and gender unspecified) reporting on self from united states of america. On an unspecified date, the consumer started using listerine healthy white mint floss, dentally for general flossing (lot number 2115d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, the metal cutter broke off completely from the plastic insert or lid inside the container during use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.